Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating shock impedance measurements that ranged from 61 ohms to high out-of-range measurements as high as 178 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time. Additional information received reported that this right ventricular (rv) lead continued to exhibit high out-of-range shock impedance measurements. However, a shock vector breakdown in clinic revealed the following in range measurements: rv coil to right atrial (ra) coil= 107 ohms, rv coil to can= 121 ohms, and ra coil to can = 113 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, and the shock impedance alert value was increased to 150 ohms. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).